Event description:
Procedure: liver resection. According to the reporter: after stapling was done, the staple came off and oozing occurred. Oozing was reported as under 200cc. Surgery extended by more than 30 minutes. The patient condition was reported as ok.